Event description:
Imp ref #(B)(4)

Manufacturer narrative:
Gmk sphere cemented fixed tibial tray size t3i4 right: code 02.12.t3i4r / lot 113551 ((B)(4) items produced): all parameters were found to be in accordance with the specs valid at the time of mfg. (B)(4) items belonging to this lot have been already sold and no similar incidents have been reported. On the basis of the data collected, we have no evidences that the event is device related.